Event description:
As reported, during the injection of contrast using a 4f 125cm tempo pigtail diagnostic catheter, the tip of the catheter broke off. An image was provided which shows a separation to the body that appears to have occurred under the strain relief. There were no reported injuries to the patient. The device was properly stored and opened in the sterile field. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Section h.6 - "type of investigation" was corrected: a review of the manufacturing documentation associated with lot 18487885 presented no issues during the manufacturing process that can be related to the reported event.